Event description:
A battery life calculation was performed on (B)(6) 2012. At the time of generator revision surgery, the patient's device indicated negative results.

Event description:
On (B)(6) 2012, it was reported that the explanting facility discards devices after explant; therefore, product analysis is not possible. Attempts for additional information have been unsuccessful.

Event description:
On (B)(6), 2012, clinic notes dated (B)(6), 2009 were received. The clinic notes stated that for the past six months, the patient and his family have experienced an increase in his seizure frequency. At a visit to the clinic, it was determined that the patient's vns battery was likely expired. The patient's seizures were grand mal in nature, but the patient also had drop attacks. It was stated that these can occur up to 50 times per day. Operative notes were also attached. The notes stated that the patient's seizure frequency began to increase, and upon interrogation his vns, his generator did not appear functional as the indications for the procedure. These indicated that the patient underwent generator revision on (B)(6), 2009. The patient's original parameters were provided. An implant card confirmed the date of surgery as (B)(6), 2009 for battery depletion. Attempts for additional information and product return are underway but have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.